Manufacturer narrative:
Device code 1494: off-label use; acd< 3.00mm and age < 21 years old at date of implantation. Claim# (B)(4).

Manufacturer narrative:
H3- device evaluation : lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the optic and one of the haptics torn. Claim # (B)(4).

Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticmo12.6, -10.5/2.5/094 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2019. The lens was removed within the same surgery due to a lens tear/break during injection/delivery into the eye. There was no patient injury. On (B)(6) 2019 a replacement lens was implanted and it was reported that the problem was resolved. Cause of event was unknown.